Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient was presented to the emergency room due a syncopal event. Device testing was fine and no episodes were correlated to the syncope. It was noted that atrial lead noise caused inappropriate auto mode switch episodes. The lead remained implanted.